Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were separation gel globules in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received samples or photographs for investigation. A total of 100 retained samples were visually inspected, and no gel defects related were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025 therefore additional testing was required. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has not been confirmed for the indicated failure mode gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were separation gel globules in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photographs for investigation. A total of 100 retained samples were visually inspected, and no gel defect related to oil gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure mode gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were separation gel globules in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.